Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's allegation was not duplicated, however an error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors was discovered in the event log. The technician recommended replacing the device's flow sensor to address the issue. No further investigation is required at this time performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.